Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 486 mg/dl resulting in a visit to the emergency room. Cause was unknown and customer declined to provide further information regarding the event including the cause of the bg level and treatment received.